Event description:
Additional information was received from a manufacturer representative reporting that after the surgery the patient was great but a few weeks afterwards needed to go back to surgery for repositioning of the lead and further tests on the lead and ins. The lead moved again. During the second surgery the doctor removed a lot of fibrotic tissue from the spinal cord and space in-between and was able to re-insert the lead. The doctor advised the patient to keep himself quiet and not move around unnecessarily, just to give the lead time to settle. Battery and lead were working fine with no problems as we interrogated and stimulated the patient intra-operatively with the battery to determine the position of the lead. After the patient was settled in the ward, we switched him on and reprogrammed his lead and he received stimulation where he needed it.

Manufacturer narrative:
Concomitant medical products: product ID 977c290 lot# va1k17s006 implanted: (B)(6) 2019 product type lead h6 codes belong to the lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that following the replacement of an implantable neurostimulator (ins) with a different ins model, the patient¿s ¿stimulation was not in the right areas of the pain.¿ x-ray imaging was performed and confirmed the patient¿s ¿lead was in the exact area that it was before the battery replacement.¿ all programming options were exhausted in an attempt to resolve the issue; however, the patient continued to report that their ¿stimulation was not in the same areas.¿ no further complications were reported or anticipated. Additional information received reported that the patient was going to have a revision on (B)(6) 2021. Additional information received reported that a revision was performed on (B)(6) 2021 and the battery and leads integrity were tested and both were within working order with no issues. They repositioned the lead after case stimulation was felt in the area that the patient needed stimulation. They know had to see how the patient was doing on the current treatment.